Event description:
It was reported the patient underwent a right knee procedure. Approximately 5 months post implantation, she underwent a revision surgery. The patient stated that the revision was due to a fall and the components needed replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00245, 0002648920-2022-00194, 0002648920-2022-00195.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received. No product, pictures, or medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.